Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported inaccurate readings from dexcom g6 continuous glucose monitoring (cgm), which displayed ¿low¿ while a fingerstick showed 144 mg/dl. The agent advised replacing the sensor and contacting dexcom for a replacement. While the new sensor was in warm-up mode, the user manually entered a bg of 262 mg/dl into the ilet to resume insulin delivery. Follow-ups confirmed that the sensor reconnected and bg trended down from 358 mg/dl to 135 mg/dl. The highest blood glucose (bg) recorded was 358 mg/dl. Bg was corrected after entering a manual reading and resuming insulin dosing. No symptoms were reported, and no medical intervention was required at the time of call.